Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf report from (B)(6). The title of this report is ¿a post-market clinical follow-up (pmcf) of the treatment of corrective osteotomies in foot with the autofix system¿ which is associated with the stryker autofix screw system. Within that publication, postoperative complications/ adverse events were reported which occurred from september 2016 to july 2017. A review of the complaint handling database revealed that the events have not been previously reported by the hospital or by the author of the publication, therefore 14 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses removal of screws due to local irritation of screws due to screw back-out in first metatarsal 6 months post-surgery. 3 out of 14 cases. The pmcf report states, "subject (B)(6): (B)(6) year old healthy female; additional capsular release of mtp2 joint; local irritation of screws in first metatarsal 6 months post-surgery; screws became prominent underneath the skin; indication for removal since good bone healing; removal on (B)(6) 2018 and uneventful healing after 2 weeks; resolved; consolidation, good fixation; there were no problems during implantation and no visible damage of screws after removal."